Event description:
It was reported via repair work order that the head left side rail was stuck in the down position due to the siderail being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.